Event description:
It was reported that during a myosure procedure on (B)(6) 2025, that there was a missing blade. It was noticed as the physician was trying to remove the polyp from the patient. There were no unusual sounds or pieces observed. No other information is available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and there were no signs of physical damage, the window was open. Functional testing was conducted and the blade worked as intended, the blade is moving correctly. Internal inspection was conducted and it the blade was found loose at the base, it was unheld. Therefore, the issue reported by the customer was not replicated (missing blade) as all the pieces were present, but a different failure mode as the reported was identified (loose blade). This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. An exception was noted in the DHR but was not related to the event reported in this report. The device was released meeting all qa specifications.